Event description:
We recently began switching our bed mattresses over to the sizewise 6000 system. (Pump and mattress). Not long after installing the 1st large delivery we began to have mattress failures. All units were under warranty, so we called the manufacturer for repair/replacement. As we continued to switch our fleet, we continued to have multiple failures. It soon became clear that the mattresses have a tendency to separate at the point where the hose connecter joins the fabric of the mattress. We would have multiple failures; the rep would come repair the units and only days later we would have more. When we enquired about the issue, we were told that the manufacturer glued the fabric to the connector and that junction was failing. When we asked how they were being repaired we were told that they were again being glued. The problem still persists so we often have several mattresses out of service.